Event description:
User states he got feedback from his ER this evening, they are concerned that they are seeing patients with troponin t results higher than they expect. Total number of patient samples involved is unknown. The user repeated 13 patient samples. Result that follow are initial result, repeat on same analyzer, repeat on other analyzer at the site and repeat on original analyzer with new lot of reagent on (B) (6) 2009. All results are in ng/ml. Sample 1: 0.018, 0.014, <0.01, <0.01. Sample 2: 0.039, 0.040, <0.01, <0.01. Sample 3: 0.022, 0.020, <0.01, <0.01. Sample 4: 0.014, 0.015, <.0.01, <0.01. Sample 5: 0.027, 0.022, <0.01, <0.01. Sample 6: 0.070, 0.070, 0.045, 0.043. Sample 7: 0.018, 0.013, <0.01, <0.01. Sample 8: 0.017, 0.018, <0.01, <0.01. Sample 9: 0.071, 0.065, 0.046, 0.044. Sample 10: 0.028, 0.030, <0.01, <0.01. Sample 11: 0.020, 0.015, <0.01, <0.01. Sample 12: 0.036, 0.034, <0.01, <0.01. Sample 13: 0.093, result not provided, result not provided, 0.07. Initial results were reported. User stated the physician did not perform any additional treatment due to the questionable results. The field service representative was not able to find a cause and noted he checked the instrument performance. Performance tests were performed which were within specification.